Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 23 mmol/l. Customer stated other blood glucose value was 16 mmol/l to 18 mmol/l, 17.6 mmol/l. Customer stated they were not using auto mode. Customer insulin pump had calibration required messaging. The insulin pump will not be returned for analysis.